Event description:
It was reported that the acuspot is misaligned. There was no patient involved.

Manufacturer narrative:
This console was serviced at the customer's site. The reported event was confirmed. The mirror joint arm was identified to need replacement. The micromanipulator was checked, repaired and cleaned. Adjustment was screwed in incorrectly. Based on analysis results and information available, it is likely that the mirror joint arm and micromanipulator were defective requiring replacement and repair. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the acuspot is misaligned. There was no patient involved.